Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead passed electrical testing. The lead tip has no visible signs of damage or defect which would lead to dislodgement.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold 4.5 at 1.0 at initial implant. This lead had pulled back very slightly which was confirmed by fluoroscopy on b)(6) 2018 and only one vector captured at 6.5 at 1. This lv lead was explanted. No additional adverse patient effects were reported. This supplemental report is being filed because device evaluation was completed.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high threshold 4.5 at 1.0 at initial implant. This lead had pulled back very slightly which was confirmed by fluoroscopy on (B)(6) 2018 and only one vector captured at 6.5 at 1. This lv lead was explanted. No additional adverse patient effects were reported.